Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The enclosure and front cover was written on, scratch tank cover, a block was installed, micro switch was bent and broken parts on printed circuit board (pcb). The tank was filled with water, temperature check was attached, plugged in line cord, and turned on power switch. The reported issue was confirmed. The root cause of the reported issue was found to be a bent micro switch due to wear and tear from customer use. The technician replaced the micro switch, printed circuit board (pcb), enclosure, tank cover, front cover, line cord, reflux plug, and block with plate chip. Performed preventative maintenance and device passed functional and delivery test. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a bad float switch. No patient injury was reported.